Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade unknown, "swollen lymph nodes," and "to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl."

Event description:
Patient representative reported patient experienced contracture,¿ baker grade unknown, ¿swollen lymph nodes,¿ ¿chronic inflammation,¿ ¿tissue damage,¿ ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿aggravation of underlying conditions including anxiety¿ ¿pain¿ and ¿rashes.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿post-explant complications including nerve damage; and other physical and emotional manifestations that are severe and ongoing,¿ ¿weight loss and gain,¿ ¿disfigurement,¿ ¿panic disorder,¿ ¿chronic headache,¿ ¿nausea¿ and ¿aggravation of underlying conditions including depression;¿ these events are not related to the device. Device was explanted.